Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Device manufacture dates: monitor: 5/30/2018, belt: 4/2/2018.

Event description:
Per the dir, the device was started up at 14:27:59 on (B)(6) 2019. The device detected an arrythmia at 18:07:54 when the patient was in an idioventricular rhythm at 80 bpm with nonsustained ventricular tachycardia (nsvt). At 18:09:28 the device detected an arrythmia when the patient was in ventricular fibrillation (vf). Gel was released at 18:09:47. The patient received an appropriate treatment at 18:09:59 when the patient was in vf. The post shock rhythm was an idioventricular rhythm at 100 bpm degrading to vf. It was reported that the battery was removed immediately after treatment was delivered at 18:10:05 on (B)(6) 2019. The device was not active at the time of death. The device was removed after the treatment. There were no deficiencies alleged. There is no indication that the lifevest caused or contributed to the patient death.